Event description:
On (B)(6) 2010, patient reported insulin leaked out of the cartridge plunger and into the cartridge compartment of the infusion device. Patient noticed this on night of report when he bolused. Patient could see where insulin leaked and dripped down the inside of the cartridge below the plunger. The plunger was above the 100 unit mark. Adapter was used within specification. Patient does not reuse insulin cartridges. Infusion device is worn in clip case near belt. Patient was unable to provide lot number of cartridges. Insulin cartridges were replaced and requested for evaluation. Follow-up was completed. Patient reported new cartridges are working fine and are not leaking. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue.